Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, event date: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that about 3 months ago they felt a burning from their ins "and it just stopped". Patient services (ps) asked for more information and pt got escalated. Ps asked if this was related, and they said yes. Ps tried to delve more into this issue, but they got escalated. Pt kept saying that "it¿s not working" and wouldn't be specific until they finally said, "it spins on looking for device and then goes to ¿no device found¿. They said they called a manufacturer representative (rep) a few months ago and never heard back from them, and then they saw them beginning of last week and was told to replace the recharger (rtm) paddle. Pt says rtm is not heating up. Pt says this issue started shortly after they felt the burning sensation. Pt mentioned they take tramadol. Pt says they hear a slight rattling in controller. They said controller port looks intact. A replacement controller was requested.